Event description:
The customer reported being hospitalized three times due to diabetes ketoacidosis and she was treated with an insulin drip. The caller stated that his glucose reading was 522mg/dl by the time the paramedics arrived. The customer stated having a bent cannula, but the device did not alarm no delivery. No further information was provided. The tubing clamp was not available at time of call, and the customer did not feel comfortable using the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. However, the insulin pump passed the displacement test.